Manufacturer narrative:
This report is for an unknown recon screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an antegrade intramedullary procedure for comminuted femoral shaft fracture. An infection was noted. Other complications include chronic osteomyelitis of left femur with draining sinus. A reoperation of removal of intramedullary nail left femur, debridement of osteomyelitis left femur, and placement of antibiotic spacer rod was performed. There was no non-union and malalignment. Patient outcome is unknown. This report is for an unknown recon screw. This is report 3 of 3 for (B)(4).